Manufacturer narrative:
Analysis of the pump found low battery reset with an undetermined cause. Interrogation of the device determined it was used to infuse sufenta 335.0 mcg/ml, bupivacaine 18.7 mg/ml and clonidine 296.0 mcg/ml; upon interrogation the infusion mode was set at minimum rate of 2.11 mcg/day for sufenta, 0.118 mg/day for bupivacaine, and 1.87 mcg/day for clonidine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 a device was returned to the manufacturer with no information and underwent routine analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.